Manufacturer narrative:
This report is associated with argus case (B)(4), corega. Corega is marketed as poligrip in the us.

Event description:
Respiratory insufficiency. Accidental drug administration for inappropriate route/inhaled for accident [wrong route of administration]. Accidental drug administration for inappropriate route/inhaled for accident [exposure via inhalation]. Lack of air [respiratory disorder]. Throat irritation. Discomfort sensation (unspecified) [discomfort]. Sensation of irritation on esophagus. Product on throat [medication stuck in throat] cough. Bitter sensation on throat [throat irritation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of respiratory insufficiency in a male patient who received gsk denture adhesive (formulation unknown) (corega) oral powder (batch number (B)(4), expiry date may 2018) for dental prosthesis placement. The patient's past medical history included tooth extraction (patient informed as historic that he removed all his teeth (not specified).). Additional patient notes included patient does not has a relevant historic of allergy, he did not use any treatment medicament.. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced respiratory insufficiency (serious criteria gsk medically significant), wrong route of administration, exposure via inhalation, respiratory disorder, throat irritation, discomfort, esophageal irritation, medication stuck in throat, cough and throat irritation. On an unknown date, the outcome of the respiratory insufficiency, respiratory disorder, throat irritation, esophageal irritation and medication stuck in throat were recovering/resolving and the outcome of the wrong route of administration and exposure via inhalation were recovered/resolved and the outcome of the discomfort, cough and throat irritation were not recovered/not resolved. The reporter considered the respiratory insufficiency, wrong route of administration, exposure via inhalation, respiratory disorder, throat irritation, discomfort, esophageal irritation, medication stuck in throat, cough and throat irritation to be related to corega. Additional information: the action taken with corega is unknown. Accidental medication error. Medication error associated with adverse event(s). On 01/dec/2016 patient informed that he inhaled for accident (accidental drug administration for inappropriate route) the corega powder 22g and due to this he presented throat irritation, lack of air, respiratory insufficiency (did not specify, neither provide evidences), unspecified discomfort. On 02/dec/2016 patient informed that after he inhaled for accident the corega powder, he also presented sensation of irritation on esophagus, cough, bitter sensation on throat, discomfort sensation (unspecified) and he felt the product in the throat. Patient informed that he went to physician (it was not hospitalization, only a medical appointment).